Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s son reported via phone call that his father was hospitalized due to stroke with high blood glucose on (B)(6) 2019 at 9 am with the blood glucose of 338 mg/dl. The customer¿s blood glucose at the time of incident was 460 mg/dl. The customer experienced symptoms related to the high blood glucose such as nausea and difficulty in breathing. The customer was treated with the manual injection and insulin injection through intravenous line. The troubleshooting was performed for the high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.